Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's device was found to be in backup. Programming changes were made, and device was restored to normal previous settings. The patient was stable.